Event description:
92.3 mins of fluoroscopic time and 20 cine runs were used during a difficult cardiac catheterization. Physicist has subsequently determined the dose estimate to be 366 rads from the fluoro and 81 rads from the cine runs for a total of less than 450 rads. No erythema or sequelae reported.